Event description:
At completion of procedure, physician and product rep discussing time intervals of cryoablation applications and balloon deflations and both agreed that it seemed to be occurring earlier than usual. The catheter was saved and evaluated by the rep with her companies tech support; she also came back and did an evaluation of the cryo console. The issue was isolated to the catheter. Cryoablations were completed as verified by egms on (B)(6) study system and post-ablation isuprel challenge with pacing.